Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a total knee arthroplasty surgery, while impacting the femur, the black tip of one (1) modular legion femoral impactor snapped off. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.